Event description:
It was reported that an 18mm amplatzer septal occluder was selected for an implant on (B)(6)2022. During the procedure the device deformed with a cobra head formation. Device was removed from the patient prior to release from the delivery cable. There was no interaction with cardiac structures during deployment and angulation or kink noticed in the delivery system. A 16mm amplatzer septal occluder was selected and implanted successfully. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of device deformation during procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.